Event description:
It was reported by the customer on (B)(6) 2010, that the laser aiming beam came up in a short time and then stopped. Per the customer, this issue re-occurred after the pm was performed. Also, the customer reported that this is an on and off issue. No pt injury was reported.